Event description:
Individual was diagnosed as having ancanthamoeba keratitis while using complete moistureplus solution manufactured by advanced medical optics, with her contact lens. Frequency: as needed. Dates of use: 2000---2005. Diagnosis: contacts.